Event description:
It was reported that this pacemaker reached explant and the patient was in persistent atrial fibrillation (af) with right atrial (ra) sensing still on. The boston scientific technical services (ts) stated that likely the presence of persistent af, fast atrial sense (as) events and possibly the combo of signal artifact monitoring (sam) but mainly the af caused the decreased longevity. Initial analysis indicated that the pacemaker depleted normally. The device was surgically explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event. Patient code 3191 captures the reportable event of surgery. A longevity calculation was completed and it was confirmed that the device did not meet longevity expectations. Device memory was reviewed and no faults or errors were noted. It was confirmed that the device was in ddd mode at the time the replacement indicator was declared. It was also noted that the device sensed in the atrial chamber 99% of the time while implanted with prolonged high atrial rates. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Chronic high atrial rates, as occurred with this device, can reduce longevity in devices that are programmed ddd(r) with atrial sensing on. Device power consumption increases proportional to the additional processing for sensed atrial events. As a result, the high rate of atrial sensing was determined to be the cause of the longevity being lower than expected.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event. (B)(4).

Event description:
It was reported that this pacemaker reached explant and the patient was in persistent atrial fibrillation (af) with right atrial (ra) sensing still on. The boston scientific technical services (ts) stated that likely the presence of persistent af, fast atrial sense (as) events and possibly the combo of signal artifact monitoring (sam) but mainly the af caused the decreased longevity. Initial analysis indicated that the pacemaker depleted normally. The device was surgically explanted. No additional adverse patient effects were reported.